Event description:
It was reported that 5 bd vacutainer® cat plus blood collection tubes there was a poor barrier separation of samples. There was no report of patient impact. The following information was provided by the initial reporter: "we have run into some unusual findings with the last batch of large clot tubes (red tops) received. We are having an unusually high number of samples appearing as.... I¿m call it lava lamp . Have you had any reports of this? We have not changed any of our collection or processing protocols (correct inversions, draw order, left at least 1 hour before 20min x 3600 rpm spin) as you can see samples are appearing markedly different from the rare occasions seen over the years when clotting is incomplete. (Usually marked by a clearly defined red interface between serum and clot without the ¿lava lamp appearance).".

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-14. H.6. Investigation summary: bd received 36 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor clot formation was observed. The customer samples were tested and the indicated failure mode for poor clot formation was not observed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor clot formation, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed with respect to poor clot formation based on the photo provided. Testing of the returned samples was satisfactory and no clotting issues were observed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 5 bd vacutainer® cat plus blood collection tubes there was a poor barrier separation of samples. There was no report of patient impact. The following information was provided by the initial reporter: "we have run into some unusual findings with the last batch of large clot tubes (red tops) received. We are having an unusually high number of samples appearing as, I¿m calling it, lava lamp. Have you had any reports of this? We have not changed any of our collection or processing protocols (correct inversions, draw order, left at least 1 hour before 20min x 3600 rpm spin). As you can see, samples are appearing marked differently from the rare occasions seen over the years when clotting is incomplete. (Usually marked by a clearly defined red interface between serum and clot without the ¿lava lamp appearance)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.